Manufacturer narrative:
The following physical damage on the insulin pump was noted: cracked battery tube thread, broken belt clip slot, broken reservoir tube lip, cracked reservoir tube, cracked case reservoir tube window corners, cracked reservoir tube window, cracked case near display window corners, missing end cap sticker, detached end cap and minor scratches on display window noted.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated the bottom plastic panel on the motor where the piston is popped out while rewinding. The customer¿s blood glucose level was 164 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.